Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose of 46 mg/dl and insulin pump was over delivering. Customer¿s current blood glucose is 248 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and under delivery. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege insulin pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received a33 alarm during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed rewind test, displacement test, operating currents within spec and self-test, a21 error test, off no power and passed the dat test at 0.0865 inches. Pump history download using thds successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Also, failed to download to carelink pro, problem is isolated electronic defective. Pump was cut and open found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, cracked reservoir tube lip. Cracked case at display window corner, stained address/serial number label, stained end cap sticker, scratched reservoir tube window. Unable to confirm possible over delivery anomaly due to a33 alarm. A33 alarm during basic occlusion test due to faulty fsr (gold) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.